Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 190 to 230 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed during call. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 09/30/2017 and open vial date is less than two months ago. Recall test results performed fasting from meter memory: see scanned table. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.